Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "missing direction of flow label and does not sense closed door" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the missing direction of flow label, due to label being removed it will cause the door to not shut or latch properly. The direction of flow label required to be replaced at case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had missing direction of flow label and did not sense closed door. There was no patient involvement. No additional information is available. There was no patient involvement. No additional information is available.